Event description:
It was reported that on (B)(6) 2022 during a selenia procedure , the c-arm was moving erratically , will hesitate then begin rotating suddenly. A field engineer was dispatched to the site and replaced and verified both left and right switches. The system is operating in compliance with all manufacturer specifications. No harm to the patient reported. No other information is available.